Manufacturer narrative:
The user did not report or have a serious injury. However a conservative approach was taken to report this event, please see the attached risk assessment and investigation report for more information.

Event description:
Patient reported that whilst using exciteosa, their heart started beating abnormally, rapidly and they felt dizzy. The patient called an ambulance and spent some time with the paramedics, the patient did not need to go to the hospital and no treatment or medication was given. The event occurred during 'normal use' and no foreseeable misuse was identified. There is no direct evidence that exciteosa caused this.